Event description:
Reporter alleged she felt slightly sweaty, obtained a result of 96 mg/dl on the compact plus system and so did nothing to treat herself. Reporter stated that 30 minutes later, she passed out, became unconscious and the emts were called. Reporter stated when they arrived, a 56 mg/dl result was obtained on their device and they treated her with glucose gel. Reporter stated that when the memory of the device was checked, the 96 result showed as 36 mg/dl and the result prior showed as a "9d". No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The evaluation of the returned meter did verify that segments were sporadically missing from the 1's column of the result display. Patient's allegation of missing or darkened segments in the 10's column was not verified. Review of the meter's memory found that the value of 96 mg/dl, obtained by patient prior to the hypoglycemic event, was correctly captured and stored.

Event description:
Reporter alleged she felt slightly sweaty, obtained a result of 96 mg/dl on the compact plus system and so did nothing to treat herself. Reporter stated that 30 minutes later, she passed out, became unconscious and the emts were called. Reporter stated when they arrived, a 56 mg/dl result was obtained on their device and they treated her with glucose gel. Reporter stated that when the memory of the device was checked, the result showed as a 36 mg/dl and the result prior showed as a #9d#. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.